Manufacturer narrative:
1. DHR/bhr review(lot#3052796): 1) this batch of products were assembled at intima ii auto line 3 in march 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received, and the defect status cannot be confirmed. 3. The retained sample of the complained batch is taken for the 45psi leakage test, the prn torque test and the end cap torque test. Test results: no leakage is found, the prn torque and the end cap torque all meet the product specifications. Please see attachment for the test reports. 4. In the assembly process of the prn and the end cap, there are torque and assembly stroke monitoring to ensure that their luer can be assembled into the pp connector to a certain depth and their threads have a good fastening effect. If the prn and the end cap are not in place, the equipment will alarm and remove the product. However, although they are fastened to the product during assembly, they may come loose if thay are subjected to vibrate during transportation. Therefore, the IFU of the product indicates that the prn and the end cap should be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since the defect status of the complained sample cannot be confirmed and the usage of the sample is unknown, the root cause of the leakage cannot be determined.

Event description:
After further confirming with customer, there is no sample returned, no photo provided. The material# can not be confirmed. The customer is unable to provide detailed information.

Event description:
It was reported that the bd intima-ii closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: patient had oozing from the connector after using an indwelling needle, replaced it with a new one and it was fine.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.